Event description:
The customer reported the sensor "seems to be malfunctioning now as the light is intermittent and we keep losing trace of patients' oxygen levels during surgery." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the sensor. The sensor has not been returned to masimo to allow an analysis to be performed. If the sensor is returned for evaluation or new information is obtained, a follow-up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: bt36 4aa. Health effect impact code: no adverse event, no patient impact .